Event description:
Healthcare professional reported patient was implanted with a xen®45 gel stent in unknown eye "but developed steroid induced keratitis and required a trab." Device remains implanted.

Manufacturer narrative:
The event of keratitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, and patient details.